Manufacturer narrative:
Follow-up #1; date of submission: 10/13/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings:the reported event, of an intermittent-power issue, could not be adequately investigated due to the failure of the pump to power on; thus no conclusions could be made in this regard. An attempt to download the pump history and black box data was unsuccessful. Visual inspection revealed that corrosion was present inside of the battery compartment. The battery compartment was found to be cracked in two places. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no evidence of moisture ingress was observed on any of the internal components. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment, and the pump was experiencing an intermittent-power issue. It was reported that the battery compartment was cracked. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.